Event description:
It was reported that upon receipt by a manufacturer field service technician, the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that upon receipt by a manufacturer field service technician the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly of the trigger was duplicated by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked, which can lead to the reported event and can be caused by a material fatigue issue or impact. The device was repaired and returned to the manufacturer loaner pool.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.